Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% >= 45 degree denovo target lesion was located in the moderately calcified right coronary artery (rca). The 2.25 x 16mm promus element plus mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The lesion was predilated with a 1.5 x 12mm non bsc balloon, a 2.0 x 15mm maverick balloon, and a 2.5 x 15mm nc quantum maverick balloon. The 2.25 x 16mm promus element plus mr stent delivery system (sds) was advanced three times, but was still unable to cross the lesion. The sds was removed and it was noted that one of the stent struts were lifted. The procedure was completed with another 2.25 x 16mm promus element plus mr stent. Four stents were implanted, with some of them overlapping. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The stent struts were raised and twisted and stretched. The distal stent struts were stretched over the distal marker band. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. There was fibrous material attached to the distal portion of the stent. A hypotube kink was also noted 20 mm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% >= 45 degree denovo target lesion was located in the moderately calcified right coronary artery (rca). The 2.25 x 16mm promus element plus mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The lesion was predilated with a 1.5 x 12mm non bsc balloon, a 2.0 x 15mm maverick balloon, and a 2.5 x 15mm nc quantum maverick balloon. The 2.25 x 16mm promus element plus mr stent delivery system (sds) was advanced three times, but was still unable to cross the lesion. The sds was removed and it was noted that one of the stent struts were lifted. The procedure was completed with another 2.25 x 16mm promus element plus mr stent. Four stents were implanted, with some of them overlapping. No patient complications were reported and the patient's status is ok.